Manufacturer narrative:
Additional narrative: as of this date, the device has not been evaluated; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an osteotomy surgical procedure the cutter device "was broken". The planned surgical procedure was completed with a spare identical device. It was unknown to the reporter if there were any delays. The reporter stated that the "product occurrence was not related to the health of the patient". All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.